Manufacturer narrative:
(B)(4). The 5.5 expedium verse unitized set screw was not returned to the customer quality unit for evaluation. A device history record could not be conducted as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the 5.5 expedium verse unitized set screw we are unable to confirm the reported issue or identify the root cause. As the device failure cannot be confirmed, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaints department received a phone call 26sep2018 from sales rep. (B)(6) in (B)(6). He explained that a few of his doctors have reported post-op loosening of the construct for verse and expedium. Involves several cases over a period time. Per complaint form submitted by rep. "Using cocr on long spine construct, loosening and movement of the screw / rod interface occurred."